Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the operating room for a device change-out due to normal eri. Externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Lead remains implanted. Patient condition will continue to be monitored.